Event description:
It was reported that in 2007, the md inserted the sheath via the left femoral artery. The intra-aortic balloon (iab) was prepped per instruction and handed to the md to insert. While inserting the iab into the sheath, it became stuck; md noticed it was unwrapping. As a result, the md removed the sheath with the iab as one unit. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.